Event description:
It was reported that doctor felt that cement was taking entirely too long to harden. He was not sure if it was the room conditions or if there was something wrong with the cement. They made the room warmer, and the cement did get hard.

Event description:
It was reported that doctor felt that cement was taking entirely too long to harden. He was not sure if it was the room conditions or if there was something wrong with the cement. They made the room warmer, and the cement did get hard.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
Visual inspection and functional testing was completed on three retain samples of this lot. The results were satisfactory and within specification. The event was not confirmed. DHR for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Chr review determined that there were no similar events reported for the referenced lot. The investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retain samples of the reported lot code mau009 were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the product at the time of mixing and by the temperatures of the utensils with which it contacts during mixing. It is important to note that for 12-24 hours prior to use in surgery, the product components should be kept at ambient or temperature. Another key factor is that vigorous mixing may accelerate the polymerization of the cement.